Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: missing coil-right,') in an adult female patient who had essure (batch no. C91745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify : yes. (Pfs) results: the device was in place. Concurrent conditions included hypothyroidism, irregular periods, allergic reaction to antibiotics, penicillin allergy, morbid obesity and endometrial ablation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("neurological conditions or problems type: mood swings"), depression ("neurological conditions or problems type: depression"), anxiety ("neurological conditions or problems type: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in 2017. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximately 6 coils were left outside the tube. The same exact thing was done on the opposite side and 8 coils were left on the outside. Discrepancy in insertion dates - (B)(6) 2015 (as reported in mr), (B)(6) 2015 (as reported in pfs) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: missing coil-right,') in a female patient who had essure (batch no. C91745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify: yes. (Pfs) results: the device was in place. Concurrent conditions included hypothyroidism, irregular periods, allergic reaction, penicillin allergy, morbid obesity and endometrial ablation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("neurological conditions or problems type: mood swings"), depression ("neurological conditions or problems type: depression"), anxiety ("neurological conditions or problems type: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in 2017. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximately 6 coils were left outside the tube. The same exact thing was done on the opposite side and 8 coils were left on the outside. Discrepancy in insertion dates: (B)(6) 2015 (as reported in mr), (B)(6) 2015 (as reported in pfs). Most recent follow-up information incorporated above includes: on 15-jul-2019: new pfs+mr received. Lot number received. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: missing coil-right, neurological conditions or problems type: mood swings/ depression/ anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain were added. Removal details added. New reporters and plaintiffs information added. Concomitant conditions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.